Manufacturer narrative:
Corrected data: d4: primary unique device identifier (UDI) #: (B)(4). "UDI related data quality updates only." H3-device evaluation: lens returned in a liquid vial. Visual inspection found no visible damage to lens. Dimensional and functional inspection found the lens to be within specifications. Claim# (B)(4).

Manufacturer narrative:
H6-investigation type 4110: lens work order search- no similar complaint event(s) within associated lots were found. Secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Each lens is subjected to a 100% assessment of the power (spherical and cylinder) and optical resolution during the manufacturing process in order to determine acceptability per the lens model and diopter. Claim# (B)(4).

Event description:
A facility representative reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced refractive surprise. In a separate visit the lens was removed. In the same visit but different surgery a replacement lens of the same model and size but different power was implanted. The problem was resolved. Cause reported as a patient related factor.